Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was an allergic reaction (systemic). The following information was provided by the initial reporter. The customer stated: the "needle (heavy) was difficult to handle for collection in newborn, causing petechiae and extravasation of blood."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: "material #: 368608. Lot/batch #: 1043544. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for difficult to use / skin harm with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode difficult to use / skin harm. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was an allergic reaction (systemic). The following information was provided by the initial reporter. The customer stated: the "needle (heavy) was difficult to handle for collection in newborn, causing petechiae and extravasation of blood."